Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the third of four reports (same patient, same incident). The ip2p kit (cc1p1 catheter (measure oxygen and temp) and ip2 bolt) along with the 1104l catheter (measures icp) was used/implanted in the patient. The 1104l was connected to the cam02 monitor and the cc1p1 catheter from the ip2p kit was connected to the ac31 licox monitor. The cam02 monitor was having touchscreen issues. The ac31 licox monitor turned off. It was then decided to remove the entire ip2p (ip2 bolt and cc1p1 catheter) along with the 1104l catheter and it was replaced with just the 1104b camino parenchymal icp catheter. The 1104b was connected to the same cam02 monitor and everything worked. The cam02 monitor was still able to show the icp readings and waveform however, the following day, the cam02 monitor continued to have touchscreen issues. They continued to monitor the patient with the 1104b catheter and cam02 monitor despite the touchscreen issues. There was no patient injury reported. During inspection of the cam02 by the sales representative, it was found that there were multiple cracks on the cam02 screen that could have been the result of a drop. During inspection of the ac31 by the sales representative, it turned on and operated as expected. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 09/24/2015: neither lot information nor complaint related was returned for evaluation; therefore, root cause could not be determined.